Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonic stent procedure for a colonic stricture, performed on (B) (6) 2010. According to the complainant, the stent was fully deployed, but when the radiologist attempted to remove the catheter, the stent was pulled out. The physican reported that the distal edge of the stent appeared to be caught on the delivery system near the distal notch on the internal catheter. There was no damage noted on the stent. The procedure was completed with another wallflex stent. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
(B) (4) (medical intervention required). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.